Manufacturer narrative:
Device evaluated by MFR: the coyote es device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 14mm from the tip and is approximately 14mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3mm x 20mm x 144cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at the nominal burst pressure for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3mm x 20mm x 144cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at the nominal burst pressure for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.